Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. Furthermore, the rrt was turned off and it was noted that the cause of the high out of range (oor) impedance on the ra lead was not the rrt, since another oor impedance alert was recorded. It is suspected that the oor high impedances were related with the none boston scientific ra lead. Additionally, noisy signals were oversensed on this right ventricular (rv) lead, no pacing inhibition was exhibited. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. Furthermore, the rrt was turned off and it was noted that the cause of the high out of range (oor) impedance on the ra lead was not the rrt, since another oor impedance alert was recorded. It is suspected that the oor high impedances were related with the none boston scientific ra lead. Additionally, noisy signals were oversensed on this right ventricular (rv) lead, no pacing inhibition was exhibited. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: true aware date 07/05/2022. Initial is not a late report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert in a non boston scientific (bsc) right atrial (ra) lead. Additionally, noisy signals cause by respiratory rate trend (rrt) were oversensed on the ra channel and let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) noted that it could be related to the use of a non bsc lead and recommended turn off rrt, check ra thresholds and sensing, and monitor at this time. Furthermore, the rrt was turned off and it was noted that the cause of the high out of range (oor) impedance on the ra lead was not the rrt, since another oor impedance alert was recorded. It is suspected that the oor high impedances were related with the none boston scientific ra lead. Additionally, noisy signals were oversensed on this right ventricular (rv) lead, no pacing inhibition was exhibited. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only 2 lead segments were returned, severed. The lead body was missing 11-21 cm. An extracting stylet was returned stuck in the tip section of the lead. Resistance testing found that the lead was electrically continuous. Detailed analysis confirmed that the insulation damage was observed approximately 11 cm from the tip end in the heart area. Conductors were not exposed. Analysis concluded that the clinical observations of noisy signals and oversensing were likely caused by the confirmed insulation damaged. Correction: true aware date 07/05/2022. Initial is not a late report. Dz